Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to a blood glucose of over 650 mg/dl. Contact could not provide any further information. Multiple follow up attempts were made to obtain additional information; however, customer/contact did not respond.